Event description:
(B)(4). Fatigue, foggy memory.

Event description:
(B)(4). Had essure implanted in (B)(6) 2009. Within one of month of this device being implanted I started experiencing severe lower back and pelvic pain, also within a few months after I started breaking out in rashes, ulcers in mouth, boils, hives again with excruciating lower back and at times pelvic pain. Within 6 months of device being implanted the joint aches, back pain, rashes, high fever and lethargy was so severe I started seeing an internist thinking I had lyme disease, after many blood tests and different doctors my blood counts were so high they diagnosed me with an auto immune disorder. Over the past 7 years I have consistently gone to doctors with many other issues: weight gain, hair loss, joint aches, headaches, ulcers, boils, rashes, anxiety, heart palpitations, swelling, bloating, hip pain, severe sharp pains throughout body, knee pain, metal taste in mouth, dizziness, nausea, stomach issues, incontinence, heavy and irregular periods, itchy all over often.

Event description:
(B)(4). Severe vitamin b deficiency, enlarged stomach.